Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to user error as obtaining depth/length measurements is impacted by technique and user interpretation.

Event description:
It was reported patient underwent a humeral nail procedure on (B)(6) 2014. During the procedure, it was noted the nail was too short. The nail was removed and a longer nail was utilized to complete the procedure.